Event description:
The pt underwent a laparoscopic appendectomy on (B)(6) 2012, did well postoperatively, and did not require hospitalization. The pt went to mexico where, over a period of time started to have increasing abdominal pain in the lower left quadrant and a palpable nodule was present. A CT scan was done and a foreign body was noted on the abdominal incision site. The pt returned back to the hospital that did the laparoscopic appendectomy. On (B)(6) 2013, the pt was brought to the operating room for excision of a possible foreign body. The palpable foreign body was subcutaneously removed in 2 pieces. The pieces were consistent with the internal valve of the top piece of the laparoscopic port. The pt did well after the procedure, was discharged the same day, and is to return to the surgery clinic for a 2 week f/u.